Manufacturer narrative:
Concomitant products: exact date unknown, event occurred two months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.